Event description:
5/3/94 - right hip and right total hip arthroplasty performed. Two days later femoral head became disassociated with femoral stent necessitating may 5, 1994, open reduction to correct. Femoral head replaced; however, old femoral head not yet removed as lodged in pelvis. Date for removal has not yet been scheduled.